Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. During the evaluation, the device failed a test step during testing. The device's blower assembly, system board, 3-way solenoid valve, and inline filters needs to be replaced to address the issues. The blower assembly and 3-way solenoid valve were evaluated by the manufacturer's product investigation laboratory (pil) and found the blower assembly and 3-way solenoid valve functioned as designed and operated without issue or error codes. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. During the evaluation, the device failed a test step during testing. The device's blower assembly, system board, 3-way solenoid valve, and inline filters needs to be replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. During the evaluation, the device failed a test step during testing. The device's blower assembly, system board, 3-way solenoid valve, and inline filters needs to be replaced to address the issues. The blower assembly and 3-way solenoid valve were evaluated by the manufacturer's product investigation laboratory (pil) and found the blower assembly and 3-way solenoid valve functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: the device has not been returned to the manufacturer.